Event description:
A journal article presented results from studying postoperative changes in the transparency of hydrophobic acrylic intraocular lens (iol). For this study, the investigators evaluated the frequency of clinically evident glistenings and whitening in three hydrophobic acrylic iol models within one year after implantation by evaluating the increase in the intensity of light scattering in the surface and middle regions of the iol optic. Lenses for this manufacturer and two other manufacturer were reviewed. Light scattering in the surface and middle regions of hydrophobic acrylic iol optics were measured to determine the time course of changes that cause glistenings and whitening in a clinical setting. The article found that the intensity of light scattering increased over time in both regions of this manufacturer's lens, with significantly greater intensity in the surface region than in the middle region. Thus, with this iol, glistenings might occur with whitening. On the other hand, the intensity of light scattering increased over time in both regions of another manufacturer's lens; however, the intensity of light scattering in the two regions was similar at all three measurement times. This lens tended to develop glistenings, but whitening did not occur until one year after implantation. This was inferred from the finding that the increase in light scattering intensity did not localize the surface region. There was no change in the intensity of light scattering in the middle or surface region of the other manufacturer's lens and the results were similar in all three measurement points. Thus glistenings or whitening may not develop with this iol until after one year. The light scattering with the iol models used in this study had no effect on vision during the observation period; however, there was a tendency toward increased light scattering intensity over time in the surface region, middle region, or both regions of some models. This suggests that vision might be affected later. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided to properly complete an investigation. Additional information has been requested. Nagata m, matsushima h, mukai k, terauchi w, senoo t, wada h, yoshida s (2010) clinical evaluation of the transparency of hydrophobic acrylic intraocular lens optics. J cataract refract surg 2010; 36:2056-2060. (B)(4).